Event description:
It was reported by repair work order that the outer base tube assembly had a broken weld. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.